Manufacturer narrative:
Process evaluation did not show any manufacturing problems. The trajectory discrepancy is likely caused by complication related to sinus lift/ free handing procedure before placing the implant.

Event description:
Doctor placed dental implant using a surgical guide. After the surgery, he saw on the scan that implant#13 was hitting the root of site #12.